Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and was thought to have been due to the correction factor setting on the pump was too low. Food was consumed to address the low bg level and a bolus was not delivered for the dinner. As a result, the customer's bg level was 457 mg/dl and a correction bolus was used to address the high bg level. The contact was to speak to a healthcare provider about the settings.